Manufacturer narrative:
H.6. Method, code 86(other): the 15mm taper of the returned device was tested using an iso calibrated plug gauge. Product evaluation: sims evaluated the taper of the returned swivel adapter with an iso calibrated gauge. Evaluation confirmed that the 15mm taper meets the iso specification. Co therefore concluded that the alleged disconnection of the ventilator circuit from the patient's tracheostomy tube was not caused by a malfunction of the sims device.